Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted mass adhesions were encountered between the mesh, omentum and bowel that had to be removed over the course of an hour and a half. Since there was a hole in the middle of the mesh, he removed the mesh in its entirety. It was reported that the patient experienced severe pain, inflammation, bowel obstruction, and adhesions. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/20/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.